Event description:
Technician alleged that the head section of the bed drifts down slowly. No pt impact.

Manufacturer narrative:
The technician found the cardio pulmonary resuscitation bracket was slightly bent which was preventing the cardio pulmonary resuscitation handle from retracting fully. The technician straightened out the cardio pulmonary resuscitation handle bracket to resolve the issue.